Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level ranging from 300-400 mg/dl with ketones considered dangerous / life threatening. Reportedly, the cause was due to the customer not bolusing prior to eating, and occlusion alarms reported by the customer. Additionally, the customer does not change cartridges within the time frame in adherence with tandem labeling. The customer attempted to resolve the issue by using manual injections for insulin delivery. Additionally, the customer went to the emergency room (ER), and subsequently was admitted to the hospital where an insulin drip and unspecified fluids were administered to address the high bg. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved.